Event description:
Medtronic received a report that on (B)(6) 2017 the tube had a progressive cuff leak over first few hours on ventilation. The tube was removed and replaced. The customer reported that there was no patient harm.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed using a syringe, 11cc of air was applied to the cuff and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small cut, the failure mode cut in cuff is confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.